Manufacturer narrative:
A visual examination of the device confirmed that the distal tip broke from the inject hub below the balloon bonded area. The c-channel was found to be damaged towards the distal end of the device which is consistent with the guide wire removal from the channel with an excessive force. The distal tip was not returned for evaluation, therefore the balloon could not be analyzed. It is possible that the stone present in the bile duct prevented the catheter from withdrawing, resulting in the physician using excessive force to pull it out and further causing the noted damage. Therefore, the most probable root cause of this event is operational context as the complaint most likely occurred due to some procedural/anatomical factors encountered during procedure. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device labeling and directions for use (dfu) showed the device was used according to its label.

Event description:
It was reported to boston scientific corporation that an extractor pro rx balloon was used during a stone removal procedure in the common bile duct (cbd) performed on (B)(6) 2013. According to the complainant, the stone was in a very difficult curve in the cbd and the balloon was used to troll several times. During the procedure, the distal tip of the balloon, including the radiopaque (ro) marker, tore and detached inside the patient. It was suspected that the detachment occurred when the balloon was pulled against the elevator of the scope. Subsequently, several attempts were made to retrieve the fragment, however the fragment was pushed further up the duct and it could not be retrieved. A plastic stent was placed for drainage to complete the procedure. There were no patient complications and the patient was stable at the conclusion of the procedure. One week later, the patient was brought back in and the fragment was successfully retrieved from the proximal cbd.

Event description:
It was reported to boston scientific corporation that an extractor pro rx balloon was used during a stone removal procedure in the common bile duct (cbd) performed on (B)(6) 2013. According to the complainant, the stone was in a very difficult curve in the cbd and the balloon was used to troll several times. During the procedure, the distal tip of the balloon, including the radiopaque (ro) marker, tore and detached inside the patient. It was suspected that the detachment occurred when the balloon was pulled against the elevator of the scope. Subsequently, several attempts were made to retrieve the fragment, however the fragment was pushed further up the duct and it could not be retrieved. A plastic stent was placed for drainage to complete the procedure. There were no patient complications and the patient was stable at the conclusion of the procedure. One week later, the patient was brought back in and the fragment was successfully retrieved from the proximal cbd.

Manufacturer narrative:
The patient was reported to be approximately (B)(6). The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) for the reported event of tip detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.